Event description:
It was reported that one day post implant of the, the patient experienced diaphragmatic stimulation. The diaphragmatic stimulation was unable to be resolved via reprogramming. The left ventricular (lv) lead was explanted and replaced. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.